Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿causes and management of intraoperative complications in robot-assisted anatomical pulmonary resection for lung cancer¿ the following events were reported. A retrospective, single-institutional study evaluated the first 134 patients who underwent robotic-assisted pulmonary resection between (B)(6) 2018 and (B)(6) 2021. Among those patients, 118 underwent lobectomy and 16 underwent segmentectomy. Two patients were reported experiencing intraoperative complications associated with the use of cardiere forceps instruments. A patient (no. 16 in table 3) who underwent right upper lobectomy experienced an injury to lobe s6 by cadiere forceps instrument during traction of s6. It was managed by suture with a pericardial fat pledgets. The other patient (no. 17 in table 3) who underwent right lower lobectomy was reported having pulmonary artery bleeding that was controlled within one minute using pressure hemostasis and surgicel cotton. The injury was reported to have occurred during interference between the cadiere forceps and robotic forceps.

Manufacturer narrative:
Based on the information gathered, the cadiere forceps instruments were mentioned to be associated with the intra-operative complications, but no products are returned for evaluation. With the limited information, the root cause of the customer reported intra-operative incident cannot be determined. This medwatch report (patient identifier (B)(6)) is submitted for serious injury intraoperative complications associated with the use of cadiere forceps instrument. Separate medwatch reports (patient identifier (B)(6)) are submitted for other serious injury operative complications mentioned in the same article for different instruments. A separate medwatch report (patient identifier (B)(6)) is submitted for the patient death mentioned in the same article. Article citation: takase y, miyajuma m, chiba y et al. Causes and management of intraoperative complications in robot-assisted anatomical pulmonary resection for lung cancer. J thoracic disc (B)(6)2022. View this article at: https://dx.doi.org/10.21037/jtd-22-553 section a2 age: the patient demographic information specifically for each event was not available. The study population included: age (years), median [range]: 69[34-85]. Section a3 gender: the patient demographic information specifically for each event was not available. The study population included: males (72), females (62) section d10 concomitant devices: cadiere forceps, fenestrated bipolar forceps, maryland bipolar forceps, vessel sealer extend (vse) instruments and an endoscopic camera were used. Additionally: dobon (senko medical instrument mfg, tokyo, japan) was used as a blood suction and was connected to a 10-fr tube, and the tube is connected to the wall suction unit. The console surgeon can grasp the dobon using the robotic forceps.